Manufacturer narrative:
Concomitant product(s): product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported a power on reset (por) occurred with error code 0x4, and therapy stopped. The clinician programmer was used which successfully cleared the por and therapy was adequate. Relevant medical history includes non-malignant pain and post-lumbar laminectomy syndrome.